Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and a possible fracture. During the revision procedure, the lead was retracted and the distal end would not come out. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).